Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient lost consciousness, and even though no cgm nor blood glucose readings were reported from that moment, the patient would have lost consciousness due to an inaccuracy. The patient was brought to the hospital where she received intravenous treatment with dextrose and 10% glucose. The patient was discharged after treatment and at the time of the report the patient was stable. There was no documentation of further medical intervention. At the time of the report the reported an inaccuracy of a cgm reading of 14.9 mmol/l,, and a blood glucose meter of 11.4 mmol/l, but it was confirmed that this inaccuracy was taken 2 days after the event date. Before the event occurred, the patient was taking 5mg of an unknown medication containing acetaminophen every 4 hours. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.